Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was near syncopal when the right ventricular (rv) lead dislodged one week after implant. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.